Event description:
A report was received that the patient had difficulty charging the ipg. It was known that the patient had a previous revision procedure (MFR report #: 3006630150-2014-00476) wherein electrocautery was used. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient underwent an explant procedure and did well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery (physician¿s implant manual 9055940-001).

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. When the device was cut open, it was externally powered and sleep current was out of the expected range, and indicated the device current drain was too severe to power the ipg electronics. It was determined that the analog integrated circuit (ic) had an internal short(s) resulting in excessive current drain of the battery. The damage done to the analog ic resulted in the inability to charge the ipg out of reset mode and regain telemetry functions. It was reported that electrocautery was used during the revision. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1, reference (B)(4).

Event description:
A report was received that the patient had difficulty charging the ipg. It was known that the patient had a previous revision procedure (MFR report #: 3006630150-2014-00476) wherein electrocautery was used. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient underwent an explant procedure and did well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery (physician¿s implant manual 9055940-001).